Event description:
The customer¿s bg level displayed "high"; although a specific value was not provided. The customer also experienced a low bg level of 51 mg/dl. Both the high bg and low bg causes were not known. The customer delivered a correction bolus to address the high bg, and the customer consumed carbohydrates to address the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.